Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead had fractured, exhibiting loss of capture and loss of sensing. The lead was explanted and replaced and the patient did not experience any consequences.

Manufacturer narrative:
The damage found on the lead was sustained during the surgical procedure. The lead was otherwise normal.